Manufacturer narrative:
Following an increase in customer complaints about ¿substrate error¿ on different vidas® references tested on all vidas systems, an internal investigation was performed. Investigation: device history record: the analysis of the batch history records of the vidas lots concerned showed no anomaly during the manufacturing, control, and packaging processes. No non-conformity linked to the customer¿s complaint was registered on these batches. Following the increase of complaints for substrate issues, a CAPA (corrective action preventive action) has been opened to identify the actions. Tests/analysis performed: - the problem was detected on vidas, when the fluorescence is measured (first read) before the beginning of the tests. If there is a ¿substrate error¿, the user has an error message ¿ errors/substrate error¿ which displays on the equipment making it impossible to run tests and generate results. - the ¿substrate error¿ issue has been observed 5 to 6 months after the date of manufacturing of the strips. - during the investigation, it was confirmed that one lot of common raw material was used in all substrate batches contained in vidas® immuno-assays strips with a high level of complaints about ¿substrate error¿ and therefore this batch of raw material was identified as the most probable common root-cause. - investigation performed at the supplier level confirmed that a lot of raw material in cause is atypical and is indeed the source of substrate errors on vidas reagents. - at the end of september 2021, the manufacturing site stopped the production of the kits with the concerned raw material lot. Root cause analysis and conclusion: - the root causes linked to the specifications process at the supplier of the raw material have been identified. - corrective action will be implemented at the supplier to add some specifications and control in the manufacturing process of the raw material concerned. - at biomérieux site, an incoming control with stability will be implemented as a preventive action.